Manufacturer narrative:
Invacare was made aware of an event in (B)(6) involving a rea spirea 2 manual wheelchair which was manufactured by invacare (B)(4). Invacare is filing this report because the myon wheelchair, made at invacare owned invamex and sold in the us has been determined to be similar in design to the rea spirea 2. The wheelchair was returned to invacare (B)(4) for an evaluation. They were able to confirm that the wheelchair is a rea spirea 2, manufactured in 2010. The chair was in poor condition, dirty and worn out. The handgrips were able to be detached from the backrest cane tubes. The device is over the estimated service life of five years specified in the user manual. It does not appear that the scheduled maintenance was followed. The "daily performance check" instructions includes the daily check of the push handles to ensure that the parts are still currently assembled on the wheelchair. "Failure to comply with instructions given may result in personal injury and/or product damage".

Event description:
Caregiver was walking downhill with the user in the chair and suddenly the hand grips came off. The user rolled into a fence and broke her leg.